Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can connection status) has been investigated. Upon investigation the j703 connector was lifted from the board and op amp u720 was out of tolerance on the electrode belt pca board. Both the defective j703 and u720 could have caused the inability to detect. The root cause of the defective u720 and j703 components could not be positively identified. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery was not lasting 24 hours. Zoll customer support found can com connection status flags while reviewing the patient's flag files and reported that the battery draining quickly was likely a result of communication issues between the electrode belt and the monitor. The patient was issued a replacement electrode belt.